Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, eccentric, 90% stenosed, de novo, proximal left anterior descending (lad) artery the 3.0 x 15 mm nc tenku balloon dilatation catheter (bdc) was used but during the second inflation at 18 atmosphere (atm) the balloon ruptured. A 3.0 x15 mm non-abbott bdc was used to complete the procedure. There was no report of a clinically significant delay in the procedure and no adverse patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku rx dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.